Event description:
The report received from the account indicated that after flushing the catheter during prep, they extended the needle and attempted to retract it, but the needle would not fully retract back into the catheter. This occurred outside the pt prior to use. Another outback was used to successfully complete the procedure. The lesion treated was a cto in the sfa. The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.